Manufacturer narrative:
Power loss alarm, low battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. The device was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries in the insulin pump were not lasting long. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They had received a power error detected alarm. It was noted that they also received multiple power loss alarms when batteries are out of the device for less than 10 minutes. They were advised to insert a new battery. They received a power loss alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would need to be replaced and agreed to return the product for analysis.